Manufacturer narrative:
The bed was found to have shipping damage causing the bent caster mount. The bed was replaced for the customer.

Event description:
It has been reported that the caster mounts were bent. No adverse consequences were reported.